Event description:
Device issue: hole in balloon. Time of device issue: during preparation. Adverse event: no pt involvement. It was reported that during device preparation, when the agiltrac was flushed, a hole was found in the balloon. Another unspecified balloon catheter was used and the procedure was successfully completed. There was no pt involvement. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the balloon catheter was returned with blood on the balloon, consistent with possible handling. There was no contrast visible. The balloon had relaxed folds, indicating that positive pressure may have been applied during preparation. The reported tear in the balloon was confirmed. During the analysis, there was a radial tear noted in the balloon. Additionally, it was observed that the distal balloon marker was pinched and a tear was noted in the balloon located directly over the pinched distal marker. The tear was 1.5 mm in length. There was no other damage noted to the balloon catheter. It may be possible that the balloon material was torn due to an interaction with the pinched area of the marker band. This may likely occur when the protective sheath is placed over the balloon, causing the balloon material to press up against the pinched area of the marker band tearing the balloon material. The pinched marker band appears to be a potential product deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot that could have contributed to this report.